Event description:
(B)(4) received notice regarding the incident from the enduser, involving a rollator, a product imported and distributed by (B)(4). As the enduser was heading towards his kitchen with the rollator, he lost his balance causing him to fall and allegedly split his toe open. He went to the hospital where he received three stitches. According to the enduser, prior to the incident the right brake cable snapped. The enduser ended up replacing the brake himself. The brake system that he used was not from the original manufacturer. After replacing the brake himself, the right brake cable snapped again after about a week. He continued to use the rollator with the defective brake. This report is based on the information that was provided by the enduser.